Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
Per the clinic, the patient experienced a lack of osseointegration on (B)(6) 2017. Reimplantation is planned; however, has not been confirmed to have occurred, as of the date of this report.